Event description:
It was reported while in use on a patient, an 840 ventilator had an inoperable compressor. The patient was not placed on an alternate ventilator and was not harmed or injured as a result of the event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the compressor outlet filter. The unit passed all testing and operates within the manufacturing specifications.